Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, all light-emitting diode of the front panel were continuously glowing due to a faulty printed -circuit board failure. In addition, flickering image in digital visual interface due to a faulty distribution board and composite output port on the distribution board found loose were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, a printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.